Event description:
It was reported that the customer passed away on (B)(6) 2024. The cause of death was unknown. The contact reported that the customer had an infusion set site infection and the customer was fighting a cold or flu prior to the event. While in medical care, the customer had a stroke. A review of pump data will be performed, and the results will be submitted in a supplemental report.